Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead impedance measurements had an acute rise to greater than 3000 ohms. Prior the lead measurements were stable. The electrogram (egm) showed no noise and the clinic did not see any noise with isometrics. Boston scientific technical services (ts) suggested obtaining an x-ray and considering programming to pace and sense in the ventricle only due to the chronic atrial fibrillation (af). The clinician noted they would have the patient undergo an x-ay and do a 12 lead ECG. They also reprogrammed as discussed to pace and sense in the ventricle only. Additional information was received that an x-ray was taken which did not show any signs of a lead issue, however a lead issue was suspected. The programming of pacing and sensing in the ventricle only remains as the only action taken. The crt-d and ra lead remain in service and no adverse patient effects were reported.